Event description:
It was reported that the patient had an unsuccessful connectivity test error all the time. They tried to restart the components and measured impedance several times with different amp, but there was still a connectivity error. There was one contact that had high impedances and it was like this since the very first implant according to the hcp. The patient was receiving good therapy and they could still activate adaptive dbs.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3300533m (serial: unknown); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: b3300533m; lot/serial#: unknown; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the event was unknown but one of the contacts, contact 11 is high impedances from the beginning after surgery. No actions or interventions to resolve the event are able to be taken the patient is receiving a very good therapy and no need for any actions at the moment. Right subthalamic nucleus (stn) monopolar contact 11 was >5k ohms. Right stn bipolar contact 11-8, 11-91, 11-9b, 11-9c, 11-10a, 11-10b, 11-10c were all >10k ohms.